Event description:
The customer reported via phone call that the reservoir gets stuck and when they take the top off it leaks. The customer states that they lose a lot of insulin when the issue occurs. It was also stated that the o-rings came out of the reservoir. This issue has occurred with four reservoirs in the last month. The customer's blood glucose reading has been between 130 mg/dl and 150 mg/dl. Troubleshooting for the reservoir was conducted. The customer was told that it was not recommended to remove the transfer guard with the reservoir. The reservoir will be replaced.

Manufacturer narrative:
Inspected 1 opened/used reservoir. Performed visual inspection and found 2nd o-ring out of groove. The reservoir was returned opened/used and was unable to performed pre-fill test to verify anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.